Event description:
During review of a published article ("percutaneous viabahn-assisted subintimal recanalization for severe superficial femoral artery occlusive disease" journal of vascular interventional radiology 2008; 19:493-498, authors-michael j. Verta, md, joseph r. Schneider, md phd, marc j. Alonzo, md, and david hahn, md), a gore vaibahn endoprosthesis was implanted in a pt with severe sfa occlusive disease. The device thrombosed in the first month post implant. The pt rec'd thrombolytic therapy and a thrombectomy. The device eventually occluded again, and an open surgical procedure was performed.

Manufacturer narrative:
Lot numbers was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Attempts to gain additional info regarding the device thrombosis were unsuccessful. No further info is available.